Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited noise and oversensing, leading to inappropriate atrial tachycardia response (atr) episodes. Which was suspected to be caused by electromagnetic interference (emi). Troubleshooting options were discussed and recommended. No adverse patient effects were reported. The device remains in service.